Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart alarms noted. Device had cracked case at display window corners and display window and minor scratched lcd window.

Event description:
The customer reported that the insulin pump had a blank display. She changed the battery and has a batter out limit and an unexpected restart alarm. Blood glucose value was 386 mg/dl. Customer stated a temporary basal was not programmed before the alarm occurred and the insulin pump was not in use for 3 weeks. During the call, the customer explained she was currently in the hospital due to a diabetic ulcer on foot, she had cosmetic surgery and would be in the hospital 6 to 8 weeks. The customer stated that her blood glucose went to over 600 mg/dl due to the unexpected restart alarm. Customer declined troubleshooting. The insulin pump was replaced and returned for analysis.